Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6 investigation summary: note: the complaint device was evaluated and investigated by the manufacturing site: (B)(4). The product was returned to depuy synthes and the complaint details were sent to manufacturing site: (B)(4) for evaluation. Visual analysis of the returned sample confirm the reported allegation which was the wrong component, the actual screws were self-tapping screws, not self-drilling screw. The complaint description mentioned article 04.503.224.04s and lot 6721p08 were enclosed the component 04.503.224.20 / lot 5726p87, which was the wrong component (should: 04.503.205.20). The sap data were checked. It was found that the article 04.503.205.20 / lot 5726p87 was on 21.04.2023 incoming from jnj/USA to (B)(4) and was in the incoming step/receiving/booking area in bettlach wrongly booked under article 04.503.221.20 / lot 5726p87. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the scr ã¸1.5 self-drill l4 tan 4u I/clip. The root cause of the complaint condition can be confirmed due to the manufacturing issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Device history: a manufacturing record evaluation was performed for the finished device product code : 04.503.224.04s. Lot number : 6721p08. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 17/07/2023. Manufacturing site: (B)(4). Expiry date:01/07/2033. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported an unknown surgery was performed on (B)(6), 2023. When the surgeon opened the package of the screws in question, the actual screws were self-tapping screws, not self-drilling screws. All the screws with the same lot number (four packages) owned by the hospital were self-tapping screws. The surgery was completed successfully without any surgical delay. Patient status listed as stable. This report is for scr ã¸1.5 self-drill l4 tan 4u I/clip for (B)(4).